Event description:
The rptr did back to back blood glucose tests, mins apart, using the same fingerstick, and got results of 226, 228 and 287 mg/dl. She said that she had recent surgery and is running a fever. On follow-up, the rptr stated that she is satisfied with meter results.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8